Event description:
It was reported that the physician observed noise on the ventricular lead after reviewing stored real-time egms. A chest x-ray was taken a few days later. The patient was sent to the hospital for a lead extraction. The lead will not be returned.

Manufacturer narrative:
Na